Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The brk needle was advanced through the preface sheath and the dilator was sheared off. The sheath was replaced and the case continued. No patient consequence. A farapulse¿ generator was in use. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-aug-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 18223285 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 07-jul-2025. The resistance was between devices. No alteration on the shaft surface. The soft tip was not folded nor wrinkled on itself. The inner part of the sheath was sheered off. Minimal resistance with the sheath. It was a transseptal needle which caused the damage to the sheath and not a catheter or dilator. The needle was able to move within the sheath enough to sheer the inside of the sheath. The needle was stuck in the sheath was due to high resistance. The brk needle (not extra sharp version) was used. Damage was observed on the shaft. Due to the additional information received, updated the h6. Medical device problem code from break (a0401) to material protrusion / extrusion (a0411) and device-device incompatibility (a1702). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).